Event description:
It was reported that postoperative, the patient complained of occasional diaphragmatic stimulation. A chest x-ray and echocardiogram showed that the right ventricular (rv) lead had perforated the patient's heart. The patient developed a pericardial effusion. The rv lead was found to have no capture at max output. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Analysis revealed that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.